Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Event description:
It was reported that the patient developed a cerebrospinal fluid (csf) leak. The pump was explanted and returned for evaluation. There were no pump issues reported. It was noted that the patient is susceptible to csf leaks when anything is placed into their intrathecal space.